Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and it was observed that the tip of the vizigo¿ sheath was noticed to have prolapse on itself. It was reported by the biosense webster, inc. (Bwi) representative, that after the procedure had ended and the vizigo¿ sheath was removed from the body, the tip of the vizigo¿ sheath was noticed to have prolapse on itself. The tip of the vizigo¿ sheath was buckled back proximally. The physicians did not notice any difficulty while inserting the sheath but do remember that during the transeptal portion of the case, it required a bit more force than usual to complete going transseptal, but after that, there was no other issue. No adverse patient consequence was reported. It was also reported by the bwi representative that at the end of the case, it was also noted that the cable that connected the smartablate® generator to the pump, has the shielding peeling off at the end of the connector, on the side of the smartablate® pump, and there were some wires exposed. The cable was still functional, and the case had ended successfully. No adverse patient consequence was reported. The cable problem was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. According to the picture provided by the customer, the soft tip of the sheath was bumped, making it retract, however, during the analysis in the lab, visual analysis revealed no damage or anomalies on the device. The soft tip was observed without problems, no bumped or dent condition were observed. A dimensional inspection was performed, and the device passed within specifications. The resistance felt by the customer could be related to skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be considered that a small incision can be a contributing factor to this event. A device history record evaluation was performed for the finished device number 00002333 and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) during an internal review of the reported event on 25-sep-2023, it has been determined that since the complaint involved a sheath that had prolapsed on itself with the tip being buckled back proximally, the medical device problem code has been updated from failure to advance (a150204) to material too soft / flexible (a040608). Therefore, h 6. Medical device problem code has been updated. Based on the updated coding, the complaint has been reassessed and this event is no longer considered to be MDR reportable. However, since this event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received regarding this event.